Manufacturer narrative:
This follow-up report is being filed to relay lot number, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted the component showed evidence of subluxation of the joint, scratching and wear.

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2013 due to pain, implant squeaking and elevated metal ion levels. No further information has been provided to this date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-04604 / 04605.